Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that intermittent losses of out of range issues occurred between the transmitter and pump. Reportedly, due to this issue customers blood glucose level was 32 mg/dl, which customer addressed by consuming carbohydrates. Additionally, customer¿s blood glucose level was "high"; although specific value was not provided. Customer addressed elevated blood glucose by administrating a correction bolus via pump. Reportedly the customer continued to use pump for insulin therapy.